Event description:
It was reported that a few days following the implant procedure of the device, a remote alert was received for high, out of range pacing impedance (>3000 ohms) from the left ventricular (lv) lead. Boston scientific technical services were contacted and recommended performing in-clinic testing and diagnostic imaging to evaluate the lv lead integrity. The physician elected to continue with remote monitoring and normal follow ups. Exhaustive attempts were made for the lead serial number, but was not received. At this time, the lv lead remains implanted and in service. No adverse patient consequences were reported.